Manufacturer narrative:
The device was inadvertently reported as being returned for evaluation in the initial report. The device in this report has not been received by the manufacturer, therefore no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
The sales associate reported broken instruments during a posterior cervical revision. Two virage closure tops were no longer engaged in screw heads, at c2 level screws. Two caps total were loose.